Event description:
It was reported the er320 and 511sd were used during a laparoscopic cholecystectomy. It was reported the clips would not form properly from the er320 and the o-ring became dislodged from the flapper valve on the 511sd. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation of the device which was returned to the co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, no; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged other, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, yes; jaws: hold clip, yes; jaws: inside width at tips, .171; lockout functional, yes and number of clips fed and formed, 18. Analysis conclusion: based upon the inquiry info rec'd and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed. There were no anomolies noted with the formation of the clips. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.